Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump may have had protruded drive support cap. The customer states they also had received no delivery alarms. The customer request the pump be replaced. No further information or assistance provided.

Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The customer received a safety notice letter regarding the drive support disk. No complaint was made against the drive support disk. The customer express that the insulin pump has alarmed no delivery in the past. The insulin pump did not contribute to a reportable malfunction.